Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
The customer reported that the device did not obtain spo2 readings. No consequences or impact to patient were reported.